Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of four patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module (c8kise). Of these four samples, two had erroneous sodium results. No erroneous results were reported outside of the laboratory. The first sample initially resulted as 131 mmol/l. The sample was repeated on a second c8kise analyzer, resulting as 137 mmol/l. The second sample initially resulted as 131 mmol/l. The sample was repeated on a second c8kise analyzer, resulting as 142 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer changed the sipper probe and vacuum nozzles as these were showing signs of wear. The sample probe was replaced and the arm was lubricated. An ise check was performed and this was ok. Mechanism checks were ok. Calibration and quality controls were ok. The analyzer has been running fine since these actions. The investigation was unable to find a definitive root cause. Component code - device subassembly = sample probe arm.